Event description:
Reportedly, this symphony dr implanted in a pacemaker-depenent patient was interrogated today (B)(6) 2023 and has shown premature and unexpected battery depletion. It was last interrogated 1 year ago and the battery life at that time was 31 months so clearly the device has shown a battery overestimation of 1,5 years. This caused an urgent replacement which will be effective next monday 16/10/2023.

Manufacturer narrative:
On 9 october 2023, the device has been found in rrt (vvi 70 bpm = safe mode). The device has been replaced before end of service (eos). Upon reception, the device paces, detects and consumes correctly. Since some historical follow-up data were not provided, the estimation of the overall longevity couldn¿t be performed. The longevity of the subject device is in line with the longevities provided in the IFU. The predicted longevity displayed by the programmer should be disregarded (fsn april 2021) we cannot conclude on the frequency of follow-up that should have been applied since the battery impedance on 10 october 2022 is unknown. Based on the available data, no issue is suspected on the subject pacemaker. This case is retained and utilized for trend purposes.

Event description:
Reportedly, this symphony dr implanted in a pacemaker-depenent patient was interrogated today (B)(6) 2023 and has shown premature and unexpected battery depletion. It was last interrogated 1 year ago and the battery life at that time was 31 months so clearly the device has shown a battery overestimation of 1,5 years. This caused an urgent replacement which will be effective next monday (B)(6) 2023.